Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed that the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, visual inspection revealed no abnormalities other than induced damage from normal use. Further, a no problem detected conclusion was based on analysis of the returned product as there were no found evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.